Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram assembly was evaluated and identified as requiring replacement. The customer elected to not pursue further repairs at this time. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.